Event description:
Invalid result (s). We got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kit. The customer has just purchased the test kits, so this is an out of box issue. When the customer performed the 2 tests correctly , the result did not show a control line, or a t-line (test line). I asked the customer if he applied 4 drops of buffer solution to the s-well. The customer confirmed that after the 15 minute mark, there was no control line or test line. The customer had thrown away the both test cassettes by the time we I called him back. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for an email response from acon labs regarding this matter.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr.